Manufacturer narrative:
The actual device is not being returned to terumo; however, still plans to investigate the issue. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the cardiovascular procedure kit leaked at the luer connection when the lines were pressurized. The user facility reported multiple occurrences on different dates; however, event information was only provided for one occurrence. The product was changed out. There was no pt involvement, as the event occurred during prime.